Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. Concomitant med products due to character limitation: trufill dcs orbit detachable coil system (637mf0202/unk lot), envoy guide catheter, neuroscout guidewire, prowler 14 microcatheter. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00807 & 1226348-2019-00808 & 3008264254-2019-00540.

Event description:
As reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the 4.5x22 enteprise (enc452212/10863579) stent vascular reconstruction device could neither be advanced nor deployed from the prowler select plus (unk catalog and lot) microcatheter. The device could not be deployed at all. The physician could not identify any damage to the system under x-ray. Therefore, the physician attempted to re-adjust and deploy again, but failed. The physician subsequently removed the devices as a unit from the patient, resulting in a loss of cerebral target position. It is not known why the concomitant devices were removed when the enterprise was removed. The system was comprised of an envoy guide catheter, prowler 14 microcatheter, prowler select plus microcatheter, and neuroscout guidewire. The surgery was completed with ¿another device¿ and the procedure was completed successfully without further incident; however, it is not known which devices were replaced to complete the procedure. No patient complications occurred as a result of the event. The surgery was not delayed due to the event. The cause of the event is not known or suspected. The complaint products were new and stored/handled according to the instructions for use (IFU). The devices were packaged securely as expected. No damage was noted to the catheter packaging or shipping container. No visible product damage was noted to the system prior to use. The microcatheter was not kinked before or after the difficulty. The procedure was conducted in accordance with the IFU and a constant flush was maintained. There was no difficulty encountered during introduction of the catheter over the guidewire prior to the attempted use of the enterprise. The user verified that the introducer was fully seated and secured in the hub, but it is not known if the device moved out forward of the introducer during insertion thru the y-connector or in the hub. There was no difficulty tracking the microcatheter to the target site or excessive manipulation/torqueing required. A trufill dcs orbit (637mf0202/unk lot) detachable coil was inserted and placed without incident and the physician prepared to advance the stent. When the markers covered the neck of the aneurysm, the stent could neither be advanced nor deployed. It is not known if the intent was to coil the aneurysm with a jailed double-microcatheter technique. The stent had not been recaptured. No further information could be obtained.

Manufacturer narrative:
Product complaint #: (B)(4). Complaint conclusion: as reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the 4.5x22 enterprise (catalog #: enc452212/lot #: 10863579) stent vascular reconstruction device could neither be advanced nor deployed from the prowler select plus (unk catalog and lot) microcatheter. The device could not be deployed at all. The physician could not identify any damage to the system under x-ray. Therefore, the physician attempted to re-adjust and deploy again, but failed. The physician subsequently removed the devices as a unit from the patient, resulting in a loss of cerebral target position. It is not known why the concomitant devices were removed when the enterprise was removed. The system was comprised of an envoy guide catheter, prowler 14 microcatheter, prowler select plus microcatheter, and neuroscout guidewire. The surgery was completed with ¿another device¿ and the procedure was completed successfully without further incident; however, it is not known which devices were replaced to complete the procedure. No patient complications occurred as a result of the event. The surgery was not delayed due to the event. The cause of the event is not known or suspected. The complaint products were new and stored/handled according to the instructions for use (IFU). The devices were packaged securely as expected. No damage was noted to the catheter packaging or shipping container. No visible product damage was noted to the system prior to use. The microcatheter was not kinked before or after the difficulty. The procedure was conducted in accordance with the IFU and a constant flush was maintained. There was no difficulty encountered during introduction of the catheter over the guidewire prior to the attempted use of the enterprise. The user verified that the introducer was fully seated and secured in the hub, but it is not known if the device moved out forward of the introducer during insertion thru the y-connector or in the hub. There was no difficulty tracking the microcatheter to the target site or excessive manipulation/torqueing required. A trufill dcs orbit (637mf0202/unk lot) detachable coil was inserted and placed without incident and the physician prepared to advance the stent. When the markers covered the neck of the aneurysm, the stent could neither be advanced nor deployed. It is not known if the intent was to coil the aneurysm with a jailed double-microcatheter technique. The stent had not been recaptured. The microcatheter was reportedly re-shaped but the method is unknown. Additional information received indicated that the stent did not prematurely deploy during the procedure, and the premature deployment may have occurred during post-procedural handling/processing. No further information could be obtained. A non-sterile enterprise device and prowler select plus were received inside of a pouch. Upon receipt of the enterprise, visual inspection was conducted. No damages were observed on the delivery wire, introducer tube, and stent. The stent was found deployed. There were no other visual anomalies observed during the visual inspection. Functional testing could not be performed since the stent was deployed. As per procedure, the stent must still be inside of the introducer in order to conduct functional testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The customer report of impeded in microcatheter and deployment difficulty could not be evaluated since the stent was received prematurely deployed. Additional information received indicated that the stent did not prematurely deploy during the procedure; therefore, it is likely that the deployment occurred during post-procedural handling/processing. Functional testing could not be performed with the microcatheter to determine potential causes of the event due to the condition of the returned device. The body of the returned prowler select plus microcatheter was found compressed. The exact circumstances surrounding the observed compression cannot be determined based on the condition of the returned device. However, it is likely that excessive force was applied to the device, possibly in an attempt to overcome the reported resistance. It is also possible that the compressed condition of the microcatheter may have contributed to the failure to advance the delivery wire. The compressed condition may also have been caused during storage, shipping, or processing after the reported event. Impeded in microcatheter and deployment difficulty are known potential failures associated with the use of the device. The IFU contains several cautions relating to these procedural situations, including instructions for troubleshooting the situations should they be encountered during use. The IFU cautions: ¿if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one.¿ neither the product analysis nor the device history record review suggests that the failure could be related to the enterprise manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00807 & 1226348-2019-00808 & 3008264254-2019-00540.